Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were found to be exhibiting high out of range pace impedances of greater than 2500 ohms that were being oversensed by the respiratory rate trend feature. Further reviewed noticed that this was not the first spike out of range, as they previously occurred in (B)(6) 2018 as well. The patient was checked in office and they decided to continue monitoring the lead. It's suspected that there is a lead issue starting. At this time, the system remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were found to be exhibiting high out of range pace impedances of greater than 2500 ohms that were being oversensed by the respiratory rate trend feature. Further reviewed noticed that this was not the first spike out of range, as they previously occurred in (B)(4) 2018 as well. The patient was checked in office and they decided to continue monitoring the lead. It's suspected that there is a lead issue starting. At this time, the system remains in service and there have been no adverse patient effects reported.